Manufacturer narrative:
Additional information was received on november 9, 2017. The patient was (B)(6) and (B)(6). A pericardiocentesis was performed and 400 ml of fluid was removed from the pericardial space. The patient was transferred to the intensive care unit in stable condition. The patient required three extra days in the hospital and has since made a full recovery. The adverse event was a result of the procedure. The catheter was zeroed after the warmup phase. The ultrasound catheter was in the right atrium at the time the effusion was discovered. 3000 units of heparin was administered. A terumo 8fr 10 cm sheath was used during the procedure. No ablation was performed prior to discovery of the effusion. There were no factors sited that might have contributed to the event. There were no error messages noted on biosense webster equipment during the procedure. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)). Smartablate generator. Smartablate pump. Coronary sinus bidirectional 7f catheter (model# bd710df282rts lot# 17712706m). Soundstar eco 8f catheter (model# 10439011 serial (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent a left-sided accessory pathway ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed via ultrasound. Pericardiocentesis was initially attempted then converted to a pericardial window. Patient was transferred to the operating room. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.